Manufacturer narrative:
Investigation of this event is in progress. A follow-up report will be submitted upon completion of the investigation.

Event description:
It was reported that the lens dislocated and had to be explanted and replaced. Additional information has been requested, but no additional information has been received.

Manufacturer narrative:
The complaint product was returned for evaluation. A visual inspection of the product found one haptic torn off and missing, a second haptic was bent. The other two haptics and the optic were not damaged. The delivery device was not returned. The device history records were reviewed and there were no discrepancies or unusual finding that relate to the reported issue. Based on the information available, the root cause of the reported event could not be determined.